Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Event description:
Patient underwent posterior fusion from t10-l1 for a t12 burst fracture on (B)(6) 2013. Patient was returned to the operating room for exploratory surgery on (B)(6) 2013 due to possible infection. Upon opening the patient the surgeon found all implanted hardware was intact, but decided to remove the hardware from t10, t11 and l1 du to infection. Five of six locking caps were easily removed. The last locking cap would not come off. The surgeon spent 45 minutes trying to remove the cap before using vise grips and rod holders to pull the screw out. During the attempted removal the surgeon broke three screwdriver shafts, all fragments were retrieved from the patient. After the hardware was removed, the wound was cleaned, and wound-vac was placed. Procedure was completed successfully. Surgeon noted the patient was successfully fused and status was stable following surgery this report is 5 of 18 for complaint (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A manufacturing evaluation was conducted: 6.0mm ti cann matrix polyaxialscrew was received assembled with grind mark on body on lower chamber. The sd25 has visual deformation to form. There is a spiral scratch on body in the tapered area. All described nonconformities are post manufacturing. 6.0mm ti cann matrix polyaxialscrew performed as designed, there was successful fusion. There will be no relevant specifications associated with complaint category "patient infection". Raw material is not relevant to complaint category "patient infection."